Event description:
During biventricular triple-chamber implantable cardioverter-defibrillator implantation, the micropuncture wire sheared off inside the pt. The physician spent the next hour to successfully retrieve the wire. A significant dissection was carried out. Pt outcome was requested but not provided by the reporter.

Manufacturer narrative:
Less than or equal to 10 days ago. (B)(4) - removal of device portion is not labeled. (B)(4). Although the facilitator report says the device is available for eval, attempts to get the device back were unsuccessful. No product was returned to assist in this investigation. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description points to a possible cause or contributing factors. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No action is necessary at this time as there is insufficient risk per qera.